Manufacturer narrative:
The leak and high plt backgrounds were resolved when the customer performed shutdown with bleach, as per advisement by the beckman coulter fse. (B)(4).

Event description:
The customer reported a leak of approximately 10 ml from the probe wash of the coulter act diff 2 analyzer. The leak was not contained within the instrument. The customer found the white blood cell (wbc) bath had overflowed and the platelet (plt) backgrounds were high. There was no report of direct contact with the leak and no erroneous results were generated in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event. The field service engineer (fse) advised the customer to perform shutdown with bleach, which resolved the leak and the high plt backgrounds.